Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, field service engineer found no failures at the station; however, when attempting to inventory the drawer, the pockets would not open. The engineer replaced the retractor band assembly, verified functionality through diagnostics, and confirmed that the customer was able to successfully inventory the drawer. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a main drawer 6 failure occurred, with multiple pockets not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.